Manufacturer narrative:
The clip was discarded at the user facility and will not be returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential cause is operator¿s technique. The instruction manual states that to avoid patient injury and clip non-detachment, ¿keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping.¿ ¿when forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage.¿ and ¿do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage.¿ the instruction manual has directions for emergency removal of the device when the clip does not detach. Furthermore, the instruction manual also contains preventive warnings and cautions regarding bleeding: ¿¿clip performance for hemostatis is limited. Prepare more than one hemostatic device and select appropriate hemostatic device or use it together to respond to different hemorrhage situations¿ and ¿use this instrument in an environment equipped to accommodate open surgery.¿

Event description:
Olympus was informed that during a colonoscopy, the clip was deployed onto a polyp but the clinician initially could not detach the clip from the rest of the clip device. The clinician tugged and rotated the device in order to free the clip, resulting in additional tissue trauma. The clip eventually released from the rest of the clip device, and additional clips were used to address the unintended tissue trauma. The patient had no additional bleeding or intervention, and the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to correct and provide additional information from the original equipment manufacturer. The OEM reviewed the device history record for the lot and confirmed that the lot had passed final inspection before release. The OEM also proposed two possible failure modes: the limiter broke during excess angulation of the endoscope, preventing clip arm retraction and clip release; or the rest of the device was being pulled back at the same time that the clip was grasping tissue, preventing the hook from moving forward and releasing the clip.